Event description:
Device issue: outer sheath separation. Time of device issue: during the procedure. Adverse event: none. It was reported that during use of the absolute pro (lot 9051451) in the patient vasculature, the outer sheath separated from the handle. A contralateral approach was used. The device was removed from the patient without incident. A second absolute pro (lot 9081151) was used and the stent was deployed in the right superficial femoral artery lesion; however, the distal segment of the delivery system separated inside the patient. A snare was inserted and successfully removed the separated segment of the absolute pro. There was no adverse patient sequela reported. There was no additional information provided.

Manufacturer narrative:
(B)(4) - off label vascular use. The customer reported that the device is being retained and not returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. The absolute pro (part 1011932-080, lot 9081151), indicated is being filed under a separate MFR #.